Event description:
Reporter's name: (B)(6). Phone number of caller: (B)(6). Name of the deceased: (B)(6). Cause of death: unknown. Location of death: home, (B)(6). Time of death: (B)(6) 2011, md's name snd contact info: unknown. Reporter stated deceased party was wearing the pump at the time of death. Contact info of other parties involved or knowledgeable about death event: (B)(4). Patient bg at time of death or last recorded was unk.

Manufacturer narrative:
Unomedical a/s has unfortunately not received any used or unused devices. The fact that the lot number is unk prevent us from having the retained samples from the reserve lot tested. Should we become aware of any relevant info or should the actual device in the incident be returned to us we will re-open the case and the test result or the relevant info will be submitted in a follow up report. We consider the case for closed.